Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro closure device was selected to be used. Transesophageal echocardiography (tee) and intracardiac echo (ice) were used for imaging during the procedure. It was difficult to visualize the appendage and after deployment a pericardial effusion anterior to the right ventricle was noted. The physician performed a pericardiocentesis and drained the pericardial space near the right ventricle. It was sized to be a 1cm effusion that was drained successfully. The patient was admitted to the intensive care unit (ICU) for an overnight stay. The following morning, the patient required urgent heart surgery for continued pericardial bleeding and that there were three (3) areas of damage to the appendage. The patient received at least 3 units of packed red blood and 1 unit of platelets. The patient remains in ICU due to lung collapse.

Manufacturer narrative:
B5 describe event or problem: updated with additional information receivedh6: patient code added.

Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro closure device was selected to be used. Transesophageal echocardiography (tee) and intracardiac echo (ice) were used for imaging during the procedure. It was difficult to visualize the appendage and after deployment a pericardial effusion anterior to the right ventricle was noted. The physician performed a pericardiocentesis and drained the pericardial space near the right ventricle. It was sized to be a 1cm effusion that was drained successfully. The patient was admitted to the intensive care unit (ICU) for an overnight stay. The following morning, the patient required urgent heart surgery for continued pericardial bleeding and that there were three (3) areas of damage to the appendage. The patient received at least 3 units of packed red blood and 1 unit of platelets. The patient remains in ICU due to lung collapse. It was further reported that pneumothorax occurred after the open heart surgery and the patient has been discharged home.